Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed while changing the infusion set and had squirted out insulin. The blood glucose reading was 102 mg/dl. The drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, cracked battery tube threads, and a broken reservoir tube lip. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, or excessive no delivery alarm tests due to the compromised force sensor system alarm.